Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: gel leak, and capsular contracture baker grade 3. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "fluid collection surrounding the entire left prosthetic implant", "silicone perspiration", color modification, stage 4 shell of the left prosthesis, pain, ¿epanchment/lymphorea (effusion/lymphorrhea), inflammation and histological prosthesis sampling left.¿. Device has been explanted.

Event description:
Healthcare professional later reported the effusion/lymphorea events correspond to a diagnosis of late seroma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: seroma-late: unable to observe as it is not related to the manufacturing process. Product discolored: observed. Gel bleed: not observed since no gel is out of the device and the weight is within specification. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side fluid collection, silicone perspiration, color modification, pain, inflammation, seroma, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b3; b5; b6.